Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 4210, 4315). Method code #1: 10 - testing of actual/suspected device method code #2: 3331 - analysis of production records results code: 4210 - leakage/seal conclusions code: 4315 - cause not established. The affected sample was returned and visually inspected upon receipt with no anomalies noted. Significant evaluation of complaints samples has been conducted to determine the potential cause of the reported event. Multiple laboratory tests and evaluations including endurance testing, product dissection, sem analysis and review of perfusion records has been conducted and root cause has not been determined. An engineering investigation has been initiated to determine a root cause of this phenomenon. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 18, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after 3 hours on cardiopulmonary bypass, during aortic valve surgery, there was around 100ml plasma leakage. Per user facility, the patient was for re-operation ake & hf ablation. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully after 4.5 hours.